Event description:
After completing ablation at the cusp during premature ventricular contraction procedure, the patient's blood pressure dropped, leading to cardiac arrest, and cardiopulmonary resuscitation was initiated. Drainage was conducted, and vitals temporarily stabilized, but then deteriorated again. After introducing percutaneous cardiopulmonary support, thoracotomy was performed. The ablation sites were the cusp and near the left ventricular outflow tract, 25-30w for 60 seconds. The ablation catheter was a tc (tacticath¿ by abbott), so there was no contact force measurement. Visual impdrop indicator showed ablation, and during the final ablation, there was no excessive impedance decrease or increase. Description of adverse event: cardiac tamponade. Extended hospitalization: yes. The physician's opinions on the relationship between the event and the product (comments): the physician judged from the blood gas results that the pericardial effusion was likely from the ventricular side. Since the only device placed on the ventricular side was the ablation catheter, the cause might be related to the ablation or catheter manipulation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).